Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high as well as low blood glucose on (B)(6) 2018 with blood glucose of 23 mg/dl. The customer also experiences different blood glucose level at different time 400 mg/dl, 600 mg/dl, 149 mg/dl, 140 mg/dl, 48 mg/dl, 77 mg/dl and 26 mg/dl, the customer's current blood glucose is 177 mg/dl. The customer was treated for low blood glucose with food, glucose tablets and orange juice. Customer treated for high blood glucose level with manual injections. Troubleshooting was done for high and low blood glucose level. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis. Customer